Event description:
It was reported that during a procedure, a fixation pin was placed in the plate and, in order to obtain a proper fit, the plate had to be rotated slightly around the fixation pin. Then, when removing the fixation pin, it would not engage in the fixation pin driver. According to the report, several attempts were made to remove the pin, until finally the fixation pin broke in the patient. The broken pin was retrieved from the vertebral body and the surgery was completed successfully. It was confirmed that no broken pieces were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).